Event description:
The foley line broke in half where the catheter attaches to the thicker tubing.what was the original intended procedure?catheterization.device #1is this a laboratory device or laboratory test?no.